Event description:
It was reported that the patient had a bleed after a procedure and then coded after the bleed. Customer stated, there were 4 catheters in the patient during the procedure: a cs catheter, a navistar f curve, an accuson 8 french, and a quad. Customer also stated, that the catalog numbers and lot numbers of the catheters were unknown. Subsequent follow up with the customer indicated that the complaint product had been discarded. The customer also indicated that the patient was expected to fully recover from this event.

Manufacturer narrative:
The complaint product was not returned for evaluation, as it was discarded by the customer.